Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device recorded an untreated episode due to noise oversensing. Technical services (ts) reviewed the episode and discussed the presence of myopotentials over-detected, resulting in an inappropriate capacitor charge. The noise stopped before the shock was delivered, therefore, no therapy was provided by the device. Further advice and recommendations were provided. Additional information was provided. It was mentioned that the patient received an inappropriate shock due to myopotential oversensing while having breakfast. Ts discussed potential troubleshooting and programming suggestions. The patient was seen in-clinic and automatic set up was performed, showing low amplitude r-waves in both primary and alternate vectors. X-rays were also performed and the system position was found adequate except for the electrode, which appears to be positioned a little high. It was then discussed that the s-ICD system will potentially be explanted and replaced by a transvenous system. The s-ICD remains in service at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device recorded an untreated episode due to noise oversensing. Technical services (ts) reviewed the episode and discussed the presence of myopotentials over-detected, resulting in an inappropriate capacitor charge. The noise stopped before the shock was delivered, therefore, no therapy was provided by the device. Further advice and recommendations were provided. Additional information was provided. It was mentioned that the patient received an inappropriate shock due to myopotential oversensing while having breakfast. Ts discussed potential troubleshooting and programming suggestions. The s-ICD remains in service. No adverse patient effects were reported.